Manufacturer narrative:
Clarification: device evaluation: during service, the manufacturer's field service engineer (fse ) noted a depleted battery error code in the diagnostic history log. The backup battery was tested and passed. Resolution and disposition: there were no parts replaced by the manufacturer's field service engineer.

Event description:
During service, the manufacturer's field service engineer (fse ) noted a depleted battery error code in the diagnostic history log. No patient involvement was reported.